Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the stapler misfired, leading to bleeding. This occurred while a white reload was used on the pulmonary vein. Although the stapler fired completely and the staples appeared properly formed, parts of the staple line on the stay side displayed holes or gaps, while the specimen side had a complete staple line with no back bleeding. No error messages were observed, and there was no exposed blade, no firing over an existing staple line, and no buttress material was used. Additionally, there were no issues with clamping or unclamping. To control the bleeding, the surgeon clipped and tied the pulmonary vein, achieving quick control and resulting in minimal blood loss. The incident caused a 15 to 30-minute delay in the procedure, which was successfully completed. There was no adverse impact on the patient, and no perioperative complications, additional interventions, or hospitalization were required.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was conducted by a clinical development engineer. The following additional information was provided: reviewing the video we can see the surgeon firing a sureform 45 curved tip stapler with a white reload across a pulmonary vein. The clamp and fire proceed normally with no pauses for compression. When the surgeon opens the stapler we see some slight oozing from the patient side of the stapler fire, the specimen side has no bleeding and looks clean. The surgeon addresses the bleeding with 2 metal clips and examines the staple line, due to the clips location on the staple line it is difficult to tell if there are any missing staples from the line, but we do not observe any obviously malformed staples. Later in the video the surgeon attempts further dissection and the bleeding restarts, this is handled by a 3rd clip and a suture ligation which completely resolves the bleeding. Based on the video alone we cannot determine a root cause and would recommend the stapler and reload be returned via RMA for further failure analysis inspection. Stapler logs showed sureform 45 stapler (part number (pn): 480545-06, lot number (ln): l11241101-0405), was used first, and it was installed on the system 6 times and fired 5 reloads (3 blue, followed by 2 white). On installs 1, and 3-6, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, a blue reload was installed, however no clamping or firing was attempted. After the 6th install, the instrument was removed and not used in the procedure again. Next, logs show sureform 45 stapler (pn: 480545-04, ln: k11240327-0719), was installed on the system 6 times and fired 6 blue reloads. On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the graphical user interface (gui) on the surgeon side console (ssc) touchpad. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. After the 6th install, the instrument was removed and not used in the procedure again. There were no stapler-related errors in the master supervisor controller (msc) logs. Isi did not receive a product for failure analysis evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler instrument for failure analysis evaluation. The reported issue with the instrument could not be replicated nor confirmed. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument was initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a blue sureform 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The system logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.